Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the yellow level sensor did not work as it kept alarming as disconnected. As mitigation, the perfusionist added more ultrasound gel, changed out the level sensor pads, swapped out the module and changed module ports but the issue remained. As a result, the cable was changed out which resolved the issue. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
D4. The UDI and related information is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number. H4. The manufacture date is not provided as the serial number is unknown at this time. Diligence attempts are being performed to retrieve the serial number.